Event description:
A malfunction alarm with code "malf 0" was reported, and no notable events occurred prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappear. The customer acknowledged and understood these instructions.